Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customers blood glucose (bg) level was impacted above 400 mg/dl with moderate level of diabetic ketoacidosis (dka) present. The customer took a correction bolus to stabilize bg level. In addition, the customer reported to going to the emergency room (ER) on (B)(6) for dka with bg levels of above 290 mg/dl. The customer was treated for dka and left ER 6 hours later with a bg level of 170 mg/dl. It was indicated that the customer would use manual injections as alternate insulin therapy.